Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the gui to breath delivery (bd) cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a graphic user interface (gui) inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.